Manufacturer narrative:
A request was made for product return. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)defibrillation and transvenous leads were explanted due to a patient infection. No further adverse patient effects were reported.